Manufacturer narrative:
(B)(4). The device was returned for analysis and abbott vascular (av) was unable to confirm the reported issue with the ratchet due to the condition of the device. The unit was returned with the outer member separated from inside the handle. A review of the lot history record revealed no nonconformities related to the reported event. The complaint handling database was reviewed and there were similar events for this lot. Root cause analysis concluded that the issue may be due to manufacturing. The results of the investigation, conclude that appropriate process controls are in place in manufacturing to detect this failure mode. Av will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that half of the supera stent was deployed in the moderately calcified, moderately tortuous popliteal and superficial femoral artery, when the ratchet mechanism on the handle stopped working. Troubleshooting steps were performed and the stent was fully deployed with good result, but the handle separated from the delivery catheter as a result of the troubleshooting steps taken to deploy the stent. This did not impact the stent deployment. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. Return device analysis also revealed a tip separation.